Event description:
Premature infant being treated with oxygen via high flow nasal cannula. Smoke noted to be coming from corrugated tubing of infant respiratory circuit attached to high flow nasal cannula. Heated wire probe inside the corrugated tubing had melted through tubing. No pt injury.